Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 3 patients¿ samples tested on a cobas pro ise analytical unit. Results for the sodium test were affected. Sample 1: initial result: 158.1 mmol/l. Repeat result: 147.9 mmol/l. Sample 2 was tested on (B)(6) 2025: initial result: 148 mmol/l. Repeat result: 140 mmol/l. Sample 3 was tested on (B)(6) 2025: initial result: 153.1 mmol/l (accompanied by a data flag). Repeat result: 142.2 mmol/l (accompanied by a data flag). During the validation process, the customer noticed that the initial results were high and repeated the samples. The repeat results were deemed to be correct. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The sodium electrode lot number was dwq32 with an expiration date of 27-apr-2026. The qc was within the assigned ranges on the day of sample measurements. The centrifugation time was very short. The investigation is ongoing.

Manufacturer narrative:
The field service engineer checked the dilution vessel and found it to be clean. He replaced the chloride electrode and installed the external ground cable. The instrument was put under observation, and no further issues were reported after the service visit. The performed maintenance can be seen as a preventive measure. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue (mis-sampling of the patient sample) at the customer site. Preanalytics are within the customer's responsibility.